Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 that the patient underwent the removal of implants due to an infected nonunion of the right tibia. All devices were removed successfully. There were no broken implants. There was no surgical delay and the procedure was completed successfully. The original date of implant was (B)(6) 2020. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 38mm for im nails. This is report 1 of 6 for (B)(4).